Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-02004. It was reported that during an ipg replacement procedure [related manufacturer reference number: 1627487-2021-02002], the leads had high impedances. Upon further inspection, it was noted the extensions were broken. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the extensions were explanted and replaced. Issue resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.